Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter failed to retract when the button was pressed during a demonstration video. There was no patient involvement. The following information was provided by the initial reporter: "I'm not sure if this is an official complaint, but wanted to submit as our packaging is in the background of a defective device demo. I'm not sure if it's an error on the user's part as we may have another way to demo the bd insyte autoguard, but some of the comments seem to state that they've had issues with this product." Https://urldefense.proofpoint.com/v2/url?u=https-3a__vm.tiktok.com_zmjfk8v8b_&d=dwicag&c=wgu6hzw1morcvmsmqu8ics59mhbvl1fc7tkn_em0pvg&r=dwliy-hla9qfhdrcdgtay6_qrkpbbjejgo00o-uxkgu&m=mulvj_vsw0db0krzlnmrrcyhcttyjxvm0muwnihalxg&s=_twpb2mznixr0uwrgyx36slf-8l_1omvpvuh4-nknmu&e=. "The caption reads: needle safety device fail. "Alright, let watch in slow mo how this needle safety device works, it's pretty cool. Once you are in the skin you just hit this button. Well that was a fail. Apparently, when you are doing this on sim pads, they don't retract normally, they just launch out the back and hit the window." On screen caption reads the needle got stuck in the rubbery skin, then when I pulled back the spring fired and launched the device backwards".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received three photos and a tiktok video. No anomalies or damage to the unit components were noted based on the photos and the video. It was noted that a vein board was not used for the demonstration which is the preferred method. The video did not show an actual process of retraction, therefore even a cursory assessment could not be performed. The photos and video provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter failed to retract when the button was pressed during a demonstration video. There was no patient involvement. The following information was provided by the initial reporter: "I'm not sure if this is an official complaint, but wanted to submit as our packaging is in the background of a defective device demo. I'm not sure if it's an error on the user's part as we may have another way to demo the bd insyte autoguard, but some of the comments seem to state that they've had issues with this product." Https://urldefense.proofpoint.com/v2/url?u=https-3a__vm.tiktok.com_zmjfk8v8b_&d=dwicag&c=wgu6hzw1morcvmsmqu8ics59mhbvl1fc7tkn_em0pvg&r=dwliy-hla9qfhdrcdgtay6_qrkpbbjejgo00o-uxkgu&m=mulvj_vsw0db0krzlnmrrcyhcttyjxvm0muwnihalxg&s=_twpb2mznixr0uwrgyx36slf-8l_1omvpvuh4-nknmu&e=. "The caption reads: needle safety device fail. "Alright, let watch in slow mo how this needle safety device works, it's pretty cool. Once you are in the skin you just hit this button. Well that was a fail. Apparently, when you are doing this on sim pads, they don't retract normally, they just launch out the back and hit the window." On screen caption reads the needle got stuck in the rubbery skin, then when I pulled back the spring fired and launched the device backwards."